Event description:
On (B)(6) 2014, the patient had a t2 recon nail implanted. The surgeon confirmed by x-ray that the locking screw was broken. Surgeon is planning to revise the patient.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device will not be returned.

Manufacturer narrative:
Evaluation revealed that the item did not contribute to the complained event, therefore it was classified as concomitent item.

Event description:
On (B)(6) 2014, the patient had a t2 recon nail implanted. The surgeon confirmed by x-ray that the locking screw was broken. Surgeon is planning to revise the patient.